Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. In turn, surgical intervention took place wherein the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information